Manufacturer narrative:
Investigation is pending.

Event description:
During preparation of the instruments at the office the mgr noticed that the screw was not assembled. There was no pt contact related to the event.